Event description:
Plaintiff reports initial implantation of the left implant 10/9/75 with replacement 11/2/75. Plaintiff alleges injuries as a result of implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone.